Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications. Reportedly, the cartridge was initially filled with over 200 units of insulin, and then an additional 100 units of insulin was added to the existing cartridge. The customer's blood glucose level was 149 mg/dl. Reportedly, the customer loaded a new cartridge successfully onto the pump.